Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.